Event description:
It was reported that balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During first inflation, it was noted that balloon ruptured at 8 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that balloon ruptured at 8 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination identified that the balloon was returned in a deflated state however there was blood inside the balloon material. A pinhole leak was observed in the balloon 1mm proximal to the distal markerband. The inner lumen under the balloon material was stretched. Damage was identified on multiple blades. Blade 1 had a detachment of less than 1mm in the distal end of the distal segment. Blade 2 had approximately 1mm of detachment in the proximal end of the distal segment and less than 1mm was detached in the mid-section of the distal segment. Blade 3 had lifting of the blade in the proximal end of the distal segment. All blade pads were intact. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device and an attempt was then made to inflate the balloon to 12 atmospheres however, it was observed that a leak was occurring. The device could not be loaded on a test guidewire due to the stretched inner lumen under the balloon material.